Event description:
Literature was reviewed regarding ¿outcomes of thoracic endovascular aortic repair with physician-manufactured partial micropore stent grafts for aortic arch pathologies". The time frame of this study was over a five year period. 56 patients with various aortic pathologies were included in the study. Patients with proximal and distal neck diameters within the range of 20 to 40 mm were eligible for this approach. The approach was to use physician-manufactured partial micropore stent grafts derived from the fenestration technique to allow for tailored treatment within a short procedural timeframe. Valiant captivia and non mdt stent grafts were used in the study.  Among the patient population the following malfunctions occurred: type ia , ib , iii endoleaks the following injuries occurred: intervention.

Manufacturer narrative:
G2: citation: authors: junpu huang, md, hao tian, md, zheng chen, md, phd, biyun teng, md, phd, yu zhao, md, phd, and fenghe li, md, phd. Outcomes of thoracic endovascular aortic repair with physician-manufactured partial micropore stent grafts for aortic arch pathologies. Journal of vascular surgery 2023. Doi: 10.1016/j.jvs.2023.12.043. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.